Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation 2 advance auto CPAP. The manufacturer received information alleging a too hot to touch device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.